Manufacturer narrative:
Olympus followed up with the reporter to obtain more information regarding this report. Per the user facility, the device malfunctioned during the procedure. There was no further information available. Olympus followed up with the independent olympus representative that was present at the case. Per the rep, the issue occurred during a da vinci robotic distal pancreatectomy. A fellow surgeon was activating the seal/cut button via foot pedal with no tissue in the jaw for about 8-10 seconds with full grasp causing the teflon to slightly char. The fellow continued the procedure with the same device until the teflon started to come loose from the jaw. The device was removed from the patient with the teflon intact. There was no patient injury. The procedure was finished with a similar but different device. The rep is working with the users on correct and proper use to prevent damage to the probes and teflon pads. The subject device has not yet been returned to olympus for evaluation. User error cannot be ruled out as a causative factor. If additional information becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. The instruction manual provides the following warning "do not activate output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal & cut mode may result in premature wear, breakage and/or probe inside the body cavity.

Event description:
Olympus was informed that the teflon insert melted inside the patient. The patient was not harmed.